Event description:
It was reported that the device displayed all three (charge pak, attention and wrench) icons. A new charge pak( the internal hlc battery charger) was installed but the problem remained. The device could not provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4).additional information:physio-control evaluated the device and verified the reported problem. The cause for the malfunction was determined to be due to an electrically leaky filter, designator fl9, on the analog pcb assembly. The excessive current leakage depleted the internal hlc batteries rapidly.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.